Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that the cause of user error was given for the endoanchor event, it was reported that the physician felt he did not achieve appropriate penetration during phase one deployment of the embolic endoanchor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 71mm abdominal aortic aneurysm. It was reported that during the index procedure, the endovascular repair was performed without complication. It was noted that on final angiogram a endoleak was present. The physician decided to place endoanchors at the proximal seal zone to treat the endoleak. It was reported that four endoanchors were deployed in a good position. It was reported that multiple attempts were made to implant the 5th endoanchor but it did finally deploy. When the physician was deploying the 6th endoanchor, it was noted that the 5th endoanchor had dislodged and was no longer in position. Multiple attempts were made to retrieve this endoanchor and it successfully was retrieved with a snare catheter and then removed. A final angiogram showed the type ia endoleak was still present. As per the physician the cause of the event is user error. No additional clinical sequalae were provided and the patient will be monitored.